Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after changing ilet supplies, including a reported insulin leak at the cartridge area, with subsequent persistent hyperglycemia despite insulin delivery and later transition to backup therapy before resuming ilet use with a full supply change and a new insertion site. Symptoms included hyperglycemia with reported values up to 355 mg/dl. Outcomes included temporary interruption of ilet use and use of backup therapy; no professional medical intervention or hospitalization occurred. Investigation included guided troubleshooting and education by support personnel, confirmation of insulin use, and replacement of all supplies. Investigation of this case revealed user-reported cartridge leakage and resolution after comprehensive supply replacement and alternate infusion site selection. It was concluded that the event was consistent with hyperglycemia associated with suspected delivery impairment related to a leaking cartridge, which resolved with corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.